Event description:
Provider alleges consumer was in his van, trying to get out & somehow got the chair stuck in tilt. The consumer allegedly pinned himself against the ceiling of the van and broke his back.

Manufacturer narrative:
Tb4 back with actuator and 4-way switch ((B)(6)) only- the evaluator concedes that the returned back was damaged. However, it is likely this is a result of the event. Theinput device that was returned functioned normally. With this, the root cause based on the text appears to be user error.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was in his van, trying to get out & somehow got the chair stuck in tilt. The consumer allegedly pinned himself against the ceiling of the van and broke his back.